Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer's pump touchscreen was slightly misaligned and there was a discoloration in the screen color. The customer declined tandem technical support's offer to perform a touchscreen test to confirm proper screen function. There was no reported impact to the customer's blood glucose level.

Event description:
There was no impact to the customer's blood glucose level.